Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic gastroenterology procedure, at the point of outputting twice, the tissue pad on the sonicbeat device had become worn out. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Event description:
It was reported that during a therapeutic gastroenterology procedure, at the point of outputting twice, the tissue pad on the sonicbeat device had become worn out. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.